Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Approximately two months post precure, a single leaflet device attachment (slda) occurred. Patient had secondary torrential tricuspid regurgitation (tr). During the index procedure, three pascal devices were implanted. There were no device issues during or post implantation reported. Immediately after the index procedure tr was mild. After two months, patient was decompensated again, in tte the detached device was identified. The third implanted device was in posterior-septal position and suffered the slda. When the slda happened tr became torrential. A re-do took place two months after index procedure where the detached device was stabilized and a second device was implanted to reduce tr to severe. Patient was in stable condition.